Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-apr-2024, it was reported that the patient experienced an issue with one infusion set tubing, which was kinked. The infusion set was not in use at the time of the issue, as it was observed during insertion preparation. The customer's blood glucose level at the time of the issue was 100mg/dl. The customer resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.